Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece measuring 54.0cm. An external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can was noted at 15.5cm to 15.6cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.